Event description:
It was reported that a sheathless right femoral insertion was attempted but was not possible. Redilation occurred but the iab could not be inserted. A sheath was inserted. The iab passed halfway through the sheath and became stuck. Dr tried to remove guidewire but could not event with force. Catheter kinked and was removed. Competitior's product was inserted in left femoral. Pt expired 5 minutes after competitor's was inserted.